Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) confirmed that there were no issues with the device. No failure codes were present, and no drawers were found to have any problems. As a result, no further investigation was required. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple devices were not detected on the bus. The system was unable to recover storage space. A reboot was attempted, but the same issue persisted. The cubie map was grayed out, and the registered nurses were unable to remove medications because the cubie map did not recognize the cubies present. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.